Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of clips not closing could not be replicated or confirmed. Engineering observed that the jaw spacing of the returned unit was out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the nonconforming jaw spacing. However, the root cause of the nonconforming jaws could not be determined. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.

Event description:
Procedure performed: cholecystectomy. Incident description: hospital: (B)(6) hospital. Clips where not totally close after deployment. Date of event (B)(6) 2018. Additional information received via email on 20nov2018 from ami technologies surgical sales. The clip was loaded and shot at the same action. Did not know if the trigger was squeezed "plastic to plastic". Did not know if the surgeon fully skeletonize the vessel prior to using the clip applier or if the surgeon use the clip applier to skeletonize tissue. The apex of the clip did not close. Intervention: the surgeon switch to competitor clip to complete the procedure. Patient status: no issue.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: cholecystectomy. Incident description: (B)(6) hospital. Clips where not totally close after deployment. Date of event (B)(6) 2018. Additional information received via email on (B)(6) 2018 from ami technologies surgical sales. The clip was loaded and shot at the same action. Did not know if the trigger was squeezed "plastic to plastic". Did not know if the surgeon fully skeletonize the vessel prior to using the clip applier or if the surgeon use the clip applier to skeletonize tissue. The apex of the clip did not close. Intervention: the surgeon switch to competitor clip to complete the procedure. Patient status: no issue.